Manufacturer narrative:
Product complaint # (B)(4). Based on further analysis it has been determined that depuy synthes joint reconstruction is not the legal manufacturer of the hudson adapter. The complaint has been forwarded to the supplier for further analysis.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the customer is complaining with the instruments that it is no longer possible to disconnect the grater handle from the ao/hudson adapter. No surgical delay reported, no adverse patient and/or user consequence reported.